Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that since receiving the pump, the patient experienced issues with her right hip and knee; pain and sore. The patient had pain and could not place any weight on that side even when using her walker. Patient had resumed her arthritis medication after implant. The arthritis medication had been managed by her primary care physician. The patient saw a surgeon on (B)(6) 2012 and the dosage was increased. The patient had an appointment with her follow-up physician on (B)(6) 2012. The patient continued to have trouble with her upper leg and still could not put weight on her right leg, without getting the leg going crazy; muscle got tight when she put pressure on it. However, the patient¿s leg was fine at rest. The patient saw her physician on (B)(6) 2012 and was to see her surgeon on (B)(6) 2012 to get permission for physical therapy. It was later reported that the patient could not sleep or lie down in bed. It was stated that the patient did not have the pain in the right leg and hip prior to implant. The patient needed assistance from her walker when mobile. The patient followed up with her physician and her medication was increased, but the patient was still not getting relief. Additional information received reported that the pump stopped working in (B)(6) 2013. The patient went in for a regular refill on (B)(6) 2013 all the healthcare provider (hcp) could not get all the medication in the pump. The patient was seen again on (B)(6) 2013 and was told that the medication was still in the pump (expected reservoir volume (erv) 1-2ml, actual reservoir volume (arv) 20ml). The patient was then referred to a specialist in (B)(6) 2013 and was told that there was nothing wrong with the catheter; no kinks. The patient was seen in (B)(6) 2014 and all of the medication was withdrawn from the (B)(6) 2013 refill. The patient was working with the healthcare provider (hcp) to schedule surgery and there had been multiple delays; some due to scheduling conflicts, the last one was due to the patient¿s insurance and the retiring of her primary care physician. The patient now had to wait until (B)(6) 2014. The patient had been off medication since (B)(6) 2014 and without pump therapy since (B)(6) 2013. The patient wanted to explore other providers. The issue was attributed to no flow of the catheter. The patient was started on oral baclofen in (B)(6) 2014. The issue was considered ongoing. The pump previously was used to deliver lioresal. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.